Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reay1237 showed no other similar product complaint(s) from this lot number. -

Event description:
It was reported via medwatch that the facility was exchanging a single lumen power PICC for a triple lumen power PICC over another manufacturer's guidewire. The other manufacturer's guidewire was placed into the existing single lumen power PICC, the single lumen power PICC was removed and the triple lumen power PICC was advanced over the guidewire for the exchange. The rn could not remove the other manufacturer's guidewire, however could advance it. Because the other manufacturer's guidewire could not be removed, the triple lumen power PICC line and wire were removed from the patient's vein. S/p chest x-ray showed broken wire piece in left arm with tip of wire in innominate vein. (B)(6).